Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 497 mg/dl at the time of the incident. The customer was at 797 mg/dl at the time of the call. The customer was going high even after multiple boluses. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but no issues were found. The insulin pump will not be returned for analysis.